Event description:
Client was transferred from the commode to the recliner using the easy stand lift device. Her left hand slid away from the handle and her knees buckled. She slid down in the device but did not fall to the ground; home health aide was able to get her to her recliner. She complained of left arm pain after the incident but stated she did not want anyone called or anything extra done about it and that she always has pain in that arm. Daughter and poa had been notified by (B)(6) that a different sling that fastened around her waist would work better for client to transfer with. Reason for use: cva with left sided hemiplegia. Event abated after use stopped or dose reduced: yes.